Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty. Subsequently, the glenoid component was removed approximately six (6) years post-operatively due to glenoid loosening/instability, and bone graft was implanted in an attempt to build back the glenoid. The patient has now been indicated for a procedure to implant a custom glenoid device to accommodate bone loss. The revision surgery is scheduled for a future date. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: comp primary stem 9mm mini cat: 113629 lot: 922380. Versa-dial/comp ti std taper cat: 118001 lot: 505950. Versa-dial 42x21x43 hum head cat: 113034 lot: 488770. Reported event was confirmed by review of x-rays and op notes provided. X-ray review: right total shoulder arthroplasty in place with humeral component which demonstrates superior subluxation of the humeral component with respect to the glenoid on the ap film. On the oblique imaging there is suggestion of significant lucency along the proximal humeral stem with some areas of peripheral linear sclerosis suggesting radiolucency. An additional note is made of lucency surrounding the inferior portion of the glenoid component. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.